Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the o.r. For a normal device change-out due to eri. When the device was removed from the pocket, physician noted rv lead abrasion and removed a part of the optim insulation that was peeling but took no further action. Lead remains implanted. Patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
A partial lead in one piece measuring 57.8cm was returned for analysis. External insulation abrasion was noted at 10.0-11.0cm from the connector pin, consistent with lead friction to the ICD can. Etfe coating was intact at this location. External insulation abrasion was noted at 14.0-15.0cm from the connector pin, consistent with lead friction to the ICD can. The lead was twisted and etfe coating of both rv cables was abraded at this location. External insulation abrasion was noted at 14.5-16.0cm from the connector pin, consistent with lead friction to the ICD can. The lead was twisted and etfe coating of one svc cable and ptfe liner of the inner coil were abraded at these locations. The abrasions of rv, svc cable coating and the exposure of the inner coil found in these locations is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4)

Event description:
New information received indicated that the insulation abrasion previously reported was now causing frequent noise on the lead. The physician decided to explant and replaced the lead. The patient was fine post-procedure.